Event description:
It was reported that during a lap low anterior resection, the jaws could not hold the clip at feeding and the clip fell out. After that, the trigger was grasped again and the clip was malformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: when the clip fell out of the jaws, did the clip fall into the patient? -- no. If so how was the clip retrieved? N/a. Did the retrieval of the clip alter the procedure or post patient care? N/a. What was the shape of the malformed clip? Yes. Scissoring occurred at the 2nd firing. Which firing of the device did this event occur on? -- at the 1st firing. What vessel or structure was the device fired on at the time of the event? -- rectum. Was the clip fully advanced into the jaws prior to firing? -- the information was not provided from the hospital. Was there any torquing or twisting of the device present at the time of firing? -- no. Was any unexpected resistance felt while firing the trigger? -- no. Were any unexpected noises heard? -- no. Did anything unexpected happen prior to this incident? -- no. Was the device fired after this incident in or out of the patient? -- no. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event.